Event description:
Lap chole - "clips were misfiring coming off 2 at a time or more than 2 at a time. Clips that did fire were very loose".

Manufacturer narrative:
The incident device anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the additional report was submitted, then the supplemental report will be submitted to the FDA.